Event description:
The plaintiff's attorney alleged that the plaintiff experienced a cerebrovascular event in or about (B)(6) 2011 after the use of the product.

Manufacturer narrative:
This is one event (cerebrovascular) for the same pt involving two separate products; associated MDR # 1225714-2013-01119.